Event description:
10069327: product quality issue, 10070729: product lot specific issue - nurse hung patient's chemotherapy pemetrexed infusion on the IV (intravenous) pole and was about to connect the closed system transfer device when a drop of liquid on his gloved right hand was noticed. He looked up at the chemo bag and found that it was leaking from the IV-line chamber, from the connection between the chemo bag and IV line chamber. The chamber came, or was, loose. A few drops of liquid fell on the nurse's gloved right hand and to the floor and IV pump. The chemo spill was contained per facility procedures. Patient was checked and he was ok, none of the medication was infused to the patient and about 10 ml was lost. No drug came into contact with any patients or staff. The patient's chemo regimen was rescheduled for a couple days later on (B)(6) 2023. Pharmacy's csp (certified safety professional) manager investigated. The chemo IV port should not be loose/leak; this appears to have been from a manufacturer faulty product. We do not test the port upon checking the product before dispensing; the manufacturer was asked if there is anything that could be done to prevent this from happening again, and it was advised to not test the port as trying to move it around to test it could actually cause issues. The drip chamber is bonded to the spike at the manufacturer. The manufacturer, equashield, reported that the product should work without testing it and it is not a trend they have seen. The defective product was sent back to the manufacturer in a hazardous drug shipping container provided by the manufacturer, and the following product information was emailed to the manufacturer: equashield device name= sa-1st. Lot#= 2213592a (the item may have come from this lot, but cannot be 100% sure because we do not have a supply lot recorded for compounding). Suspected lot #2213592a.